Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and testing found a faulty power supply. The device was serviced and passed all functional testing. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that after replacing the bulb the led indicator remained lit on the device. There was no patient involvement reported. No additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, since the device has been in-use for greater than 5 years, it is likely the power supply failed due to normal wear. Additionally, the DHR was reviewed and no deviations were found.